Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator alarmed tf 316 and 401 errors. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a vyaire technician reviewed logfiles and discovered that 3x tf 241 alarm with the temperature reaching 90 degrees was discovered during the last calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11 results of investigation: the logs provided were reviewed by technical service, which advised the customer to replace the inspiration block and report back on whether the issue is resolved. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.